Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) no anomalies were found. The partial lead was returned in segments. The distal conductor had blood/body fluid (not obstructed), and the outer insulation was melted, had a cosmetic environmental stress cracking, and a cosmetic depression.

Event description:
It was reported that the patient's left ventricular (lv) pace/sense lead was suspected of having failed. The lead was explanted and replaced. There were no patient complications reported as a result of this event.